Event description:
It was reported that a perforation, pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The anterior lobe and sheath appeared to be coaxial. The pigtail catheter was used to sub select the posterior lobe, and the sheath was advanced over the pigtail catheter in the usual fashion. The flx ball was unsheathed in the posterior wall, and once deployed, the device looked compressed when it was deployed. The anchors looked engaged but the device did not open, but then the device popped open. After deployment it looked foreshortened, but could see the distal end well. The laa appeared twisted, and a possible right angle turn of the sheath made the anchors protrude more than usual and caused a tear in the laa. No tug test was performed and shortly after the patient's blood pressure rapidly declined. An emergent pericardiocentesis was performed after contrast injection showed blood entering the pericardium. A sternotomy was then performed and two tiny holes were seen at the ostium/bifurcation of the appendage. The patient was sedated/under general anesthesia the entire time as emergency sternotomy and cardiac surgery was performed. The laa was ligated. At an unknown timepoint, the patient died. It was further reported that the cause of death on (B)(6)2021 was liver failure and bleeding.

Event description:
It was reported that a perforation, pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The anterior lobe and sheath appeared to be coaxial. The pigtail catheter was used to sub select the posterior lobe, and the sheath was advanced over the pigtail catheter in the usual fashion. The flx ball was unsheathed in the posterior wall, and once deployed, the device looked compressed when it was deployed. The anchors looked engaged but the device did not open, but then the device popped open. After deployment it looked foreshortened, but could see the distal end well. The laa appeared twisted, and a possible right angle turn of the sheath made the anchors protrude more than usual and caused a tear in the laa. No tug test was performed and shortly after the patient's blood pressure rapidly declined. An emergent pericardiocentesis was performed after contrast injection showed blood entering the pericardium. A sternotomy was then performed and two tiny holes were seen at the ostium/bifurcation of the appendage. The patient was sedated/under general anesthesia the entire time as emergency sternotomy and cardiac surgery was performed. The laa was ligated. At an unknown timepoint post-op, the patient died.